Event description:
Related manufacturer reference number: 1627487-2021-18913, related manufacturer reference number: 1627487-2021-18914. Additional report indicated patient underwent surgical intervention wherein the entire system was explanted as the infection spread to the wires.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced blister over the ipg site. Patient was treated with oral antibiotics for confirmed infection. As such patient underwent, ipg site washout as a precautionary measure on (B)(6) 2021. Patient is in stable condition and therapy was restored.